Event description:
Device 1 of 2. Refer to MFR report 1627487-2014-26895. It was reported that the pt was experiencing random, "stabbing" sensations in his mid back which occurred whether stimulation was on or off. In addition, the pt is not receiving effective stimulation. An x-ray reports he climbs and lifts large objects frequently. Reprogramming was able to provide effective stimulation. Follow up info identified the pt underwent surgical intervention to remove and replace the leads. Postoperatively the pt was receiving effective stimulation and was no longer experiencing the stabbing sensation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.